Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open coronary artery bypass grafting procedure, the 1 suture device had thread broke, 2 had lack during anastomosis and 3 had needle detached when the suture removed from package. The surgeon then used another device to resolve the issue in order to complete the case. Additional operation performed to correct the issue.